Manufacturer narrative:
(B)(4) customer requested to close this complaint as it was opened in error using a product that is not from carefusion/bd. It was a competitor¿s product and manufacturer (B)(4) was not involved.

Manufacturer narrative:
(B)(4). On 3/29/2016, customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
User stated via maude report: micro pituitary rongeur prong chipped during surgical procedure on patient's spine. Sending small metal piece into surgical field. Diagnosis or reason for use: removal of loose bone fragments. Event abated after use stopped or dose reduced: yes. On 12apr2016 additional information: the procedure that was being performed was a lumbar laminectomy. Tip noted on x-ray during procedure. Tip may have been suctioned out during procedure. There was an x-ray performed during and post procedure. No impact on patient outcome immediately post procedure. The procedure was completed as planned. Lot number is unknown. This is a reusable instrument. Sample is unavailable as it is currently with risk management.